Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported initially by the vice president of client service via patient oriented program email on (B)(6) 2017, the patient developed corneal ulcer after sleeping in contact lenses. After the diagnosis done by the eye care provider (ecp), the patient was wearing glasses for two (2) weeks and the symptoms started to get better after a few days. An unspecified eye drop used to treat pink eye was administered six to seven times per day. In addition to that, it was reported that the patient could not drive or go outside. No further information regarding this event could be obtained.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).